Event description:
It is reported by the pt that their insulin pump is giving excessive no delivery alarms. The pt's blood glucose level is over 500 mg/dl and the pt is hospitalized. Trouble shooting was conducted. Device is being returned. No further info available.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and broken battery tube threads. (B)(4).